Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue. Contamination was observed in the device's air flow path.

Event description:
The manufacturer received information alleging a ventilator was alarming for low expiratory pressure. There was no harm or injury reported.